Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2012 during an esophagogastroduodenoscopy (egd) in the duodenal bulb. According to the complainant, during the procedure the physician was performing a dilation when the physician perforated the patient. In an attempt to close the perforation, the physician introduced a clip, which locked onto the target site but would not release from the delivery catheter. The handle of the device was cut, the scope was removed and reinserted, and the clip was removed using biopsy forceps. At that point, it was determined the perforation was too large for clips and the patient was taken to surgery to close the perforation. There were no patient complications as a result of this event. The patient has passed due to the perforation, however the patient passing is not attributed to the resolution hemostasis clipping device.

Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.